Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 209 mg/dl. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The insulin pump will not be returned for analysis.